Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected non-symptomatic patient np sample for screening and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 11809 producing the result of sars-cov-2 positive, flu a& b negative. On the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 11809 producing the result of sars-cov-2 negative, flu a& b negative. This result was reported to the physician. Technical support provided the customer with the "xpert xpress sars-cov-2 interpretation of positive results with late cycle threshold values" bulletin written by medical and scientific affairs.

Manufacturer narrative:
"This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected non-symptomatic patient np sample for screening and tested on xpert xpress sars-cov-2/flu/rsv, reagent lot 11809 producing the result of sars-cov-2 positive, flu a& b negative. On the same day, the same patient sample was retested on xpert xpress sars-cov-2/flu/rsv, reagent lot 11809 producing the result of sars-cov-2 negative, flu a& b negative. This result was reported to the physician. Technical support provided the customer with the "xpert xpress sars-cov-2 interpretation of positive results with late cycle threshold values" bulletin written by medical and scientific affairs. Cepheid patient safety board member reviewed the data provided by the customer. This case involves an asymptomatic employee screened (off label use) using the xpert xpress sars-cov-2/flu/rsv test. Np swab was positive for sarscov2 with late cts. Repeat testing of same specimen was negative by xpert xpress sars-cov-2/flu/rsv. This result was reported to clinician. No indication of product malfunction based on raw pcr data provided. No known impact to asymptomatic person tested. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."